Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material remaining in the auxiliary water channel was not identified. There was no physical damage to the location where the foreign material resided. A definitive root cause could not be established. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes and confirmed deviations from instructions for use (IFU) since the customer did not sterilize and disinfect the device, and the air/water nozzle was not rinsed with water and air during manual cleaning. The instructions for use states the detection methods associated with the event in "cf-ez1500dl/I operation manual chapter 3 preparation and inspection" and the prevention methods in "cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.